Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis revealed explant damage. The device lost telemetry due to being crushed at explant.

Event description:
The device was returned to the manufacturer with no information, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.